Event description:
The c02 laser would not function in the super pulse mode, so it was switched to continuous. It continued to fire even after the pedal was released. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working." Third party service (fortec medical) provided report, "verified near/far arm alignment operation. Reseated connections. Cpu holds memory. Coolant pump very noisy."

Manufacturer narrative:
Lumenis tech support reviewed the complaint and third party service report as a courtesy to customer; analysis follows. "Lumenis cannot validate a third party service report. Analyzing the complaint reported on MDR, we have not seen any trending, which related to the customer's complaint of unable to function in super pulse mode. The foot pedal could malfunction if it was jammed. The third party service report provided on the MDR does not seem to address the complaints reported by customer on the MDR." Customer was faxed letter on 6/2005 with investigation conclusions and lumenis service contact information. Rnp requested and not provided; confidential per customer. Device not evaluated by lumenis as customer requested service instead from a third party service provider. Trending; review of third party service provider report. Manufacturer can not confirm that the third party service report conclusions have addressed the complaints reported by customer in the user facility MDR report.